Event description:
Customer reported a morphine pca over infusion due to a possible user programming error. No pt harm or medical intervention required. No additional pt or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. Customer is following up with risk management to see if devices can be sent in for investigation or if an event log review can be performed. A follow-up report with failure investigation results will be submitted should the device or event logs be returned for eval.